Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 2.5 inr and 5.3 inr on the coaguchek xs system. The patient was advised to take half of her coumadin dose, based on the reported meter results. No adverse event reported. Requested return of suspect system; replacement was sent.